Manufacturer narrative:
Analysis of the ins ((B)(4)) found that the ins had a reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for an unknown indication for use. It was reported that "some months back" prior to the report, the patient had fallen. Since the fall, the patient had not been able to charge the battery and it stopped working. The ins was replaced on (B)(6) 2019. Issue was resolved. Follow up will be sent to the rep to determine if the device will be returned for analysis. No symptoms were reported. No further complications were reported or anticipated.